Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the suspected peritonitis. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the suspected peritonitis event. Action taken with dianeal therapy was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.